Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising thresholds over the life of the device was noted on the right ventricular (rv) lead.  The lead was inactivated and plugged into the right atrial (ra) port to maintain magnetic resonance imaging (MRI) compatibility.  The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising thresholds over the life of the device was noted on the right ventricular (rv) lead.  The lead was inactivated and plugged into the right atrial (ra) port to maintain magnetic resonance imaging (MRI) compatibility.  The rv lead was replaced. No patient complications have been reported as a result of this event.